Manufacturer narrative:
The defect caused the patient to have a delay in the intubation procedure. There was no patient injury, this incident will be reported. Intubation was hindered which delays in establishing a protected airway. Which increases the risk to the patient? Complaint history for this part number was reviewed for the last 24 months. One similar complaint has been reported, for product with this same lot number. Out of an abundance of caution, this lot number has been moved to quarantine under ncmr-2023. The customer has also placed this lot number on hold until investigation is completed. 25 random samples were taken from the returned lot 20x and tested to iso 7376:202, section 7.2.3 to see if the product can withstand a tensile force of 150 n without breaking. Upon testing, all samples passed without cracking or damage to the handle. Samples from lot 20x were inspected to see if the handle could be broken when used incorrectly. It was discovered that when the blade was attached backwards, the handle could be broken at lower force values than 150 n (handle in video breaks at about 110 n). At this time, it appears that the failure is due to user error. The supplier of this part has been notified and further investigation was requested of them. Ra: this failure mode (r22), blade falls off of handle due to the plastic heel cracking, is identified on the risk analysis file (RMA-2002b) for laryngoscopes. The severity of harm associated with this failure mode is considered an extreme (7) risk and does not meet the risk threshold for carb review (8).

Event description:
Received an update that another one broke during intubation and got into a patient's mouth while they were under anesthesia, they now want to return all the remaining , as there seems be a possible safety issue.

Event description:
Received an update that another one broke during intubation and got into a patient's mouth while they were under anesthesia they now want to return all the remaining , as there seems be a possible safety issue.

Manufacturer narrative:
The defect caused the patient to have a delay in the intubation procedure. There was no patient injury, this incident will be reported. Intubation was hindered which delays in establishing a protected airway. Which increases the risk to the patient?